Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, the device failed test steps related to (monitor pressure verify, negative flow verify and o2 low flow; the o2 connector port is faulty) no parts were replaced. The sound abatement foam was replaced preventatively. Additionally, during the evaluation error codes in relation to (check circuit) were recorded in the device event log unrelated to the reported malfunction. The tubing was reconnected to resolve the issue. Dust was observed on the blower box. The rubber feet was missing, and handle o rings were damaged and needs to be replaced. The software was upgraded. The device came only for remediation and will be returned to the customer unrepaired.